Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The file was opened from a literature report: innovative trifocal (quadrifocal) presbyopia-correcting iols: 1-year outcomes from an international multicenter study. The study iol provided good va outcomes. Defocus curve showed va of 20/25 snellen or better from near to intermediate distance. Rates of serious and non serious aes were low. Not enough information was provided for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature report entitled "innovative trifocal (quadrifocal) presbyopia-correcting iols: 1-year outcomes from an international multicenter study", the authors evaluate visual acuity and safety of the iol at 12 months post implantation. This was an international multicenter, single-arm, non-masked, non-randomized study. 149 received the study iol. This study showed that the iol provided good visual acuity at all tested distances and reported low rates of serious and non-serious adverse events. Serious ocular adverse events were reported at a rate of 1% or less. This report is representative of the 1 reported case of iol dislocation and iol repositioning. This is 2 of 3 reports filed for this literature article.

Manufacturer narrative:
On previous smdr "product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. There are no other complaints in this lot" was submitted in error. It should have been "the complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation". The manufacturer internal reference number is: (B)(4).